Event description:
Medtronic received information that the patient developed sick sinus syndrome with symptomatic bradycardia and complete heart block following implant of this transcatheter bioprosthetic valve. A permanent pacemaker was implanted with no subsequent adverse patient effects.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the permanent pacemaker was implanted one day following the valve implant. If information is provided in the future, a supplemental report will be issued.